Event description:
This procedure was performed in the right sfa. Patient was scheduled for percutaneous intervention of right sfa. Approximately 300mm long, diffuse lesion, no calcium was noted. Physician pre-dilated lesion with pta balloon. A 6mm x 150mm protege stent was flushed with heparinized saline at both standard luer lock connection ports and inserted into distal sfa. During retraction of outer sheath resistance was encountered in the outer catheter deployment handle. While physician pulled handle the delivery catheter snapped into two pieces just distal to the hub. While maintaining wire position, physician was able to fully deploy stent by removing the outer stent catheter and sheath in tandem.

Manufacturer narrative:
Stent was not returned for analysis.